Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2012 note that the patient has been experiencing more frequent seizures at bedtime. It was noted that the patient experiences nocturnal seizures about once a month. It was reported that the patient's nocturnal pattern of seizures have been present the last three to four years.

Event description:
The physician's nurse reported that the patient's seizures are not believed to be related to vns therapy. It was reported that the increase in seizures was considered slight and was not above the patient's pre-vns baseline frequency. No further information was provided.